Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 13 months post implant of a 26mm sapien 3 ultra valve in the aortic position, a successful balloon valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). The valve was expanded with 2cc of volume. After the bav the pvl was trace. A 2nd valve was not needed. The patient is stable. Per report, the valve was under expanded and paravalvular leak was noted. The patient was stable.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineer evaluation. The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. The commander delivery system with s3/s3u IFU was reviewed for guidance and instructions. Per IFU, potential adverse events include paravalvular leak. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation for paravalvular leak was unable to be confirmed due to unavailability of procedure imagery/ returned device. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 13 months post implant of a 26mm sapien 3 ultra valve, a successful balloon valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). There was 2cc of volume used to expand the valve. After the bav the pvl was trace. A 2nd valve was not needed. The valve was under expanded and paravalvular leak was noted.' Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the deployed valve was post-dilated (bav) with additional 2 cc inflation volume from nominal inflation volume, and the paravalvular was improved from moderate to trace, which indicated that the valve was under-expanded. The reason of under expanded valve was unknown due to unavailable of relevant imagery/ medical record. In this case, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.